Manufacturer narrative:
Unit received with an e15 error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test and displacement test or verify e13/a13, e22, e52/a52 alarms due to e15 alarm. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.